Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore catheter extension set leaked. The event occurred when the nurse was connecting the patient¿s IV set to the one-link extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the line would leak from the connector between the extension set and the IV catheter. The event occurred while the nurse was attempting to connect the patient to the IV fluids post IV insertion. The nurse established a new IV site and the IV still leaked. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not show the reported condition. Therefore, the reported condition could not be refuted nor confirmed. The a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.